Event description:
The below report was received by health authority ansm (reference number: (B)(4).) On 26-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the right iliac fossa occurred 3 months after insertion / persistent right iliac fossa pain") in an adult female patient who had essure inserted (lot no. D46955) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced abdominal pain lower (seriousness criterion medically important). In 2019 she experienced glossitis ("chronic glossitis, considered geographic tongue, onset mid-2019, worsening ++ since"). In 2020 she experienced graves' disease ("graves' basedow"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain lower, glossitis or graves' disease. The reporter commented: patient¿s current status: persistent right iliac fossa pain glossitis gradually worsening. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. [Biopsy tongue] on (B)(6) 2020: clinical information: graves¿ basedow disease. Conclusion total thyroidectomy. Histological appearance consistent with graves' basedow disease. Tongue biopsy. Hyperplastic, inflammatory, and ulcerated squamous mucosa. Absence of dysplasia and malignancy. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: processed with initial. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the right iliac fossa occurred 3 months after insertion / persistent right iliac fossa pain") in an adult female patient who had essure inserted (lot no. D46955) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced abdominal pain lower (seriousness criterion medically important). In (B)(6) 2019 she experienced glossitis ("chronic glossitis, considered geographic tongue, onset mid (B)(6) 2019, worsening ++ since"). In (B)(6) 2020 she experienced graves' disease ("graves' basedow"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain lower, glossitis or graves' disease. The reporter commented: patient¿s current status: persistent right iliac fossa pain glossitis gradually worsening. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. [Biopsy tongue] on (B)(6) 2020: clinical information: graves¿ basedow disease. Conclusion total thyroidectomy histological appearance consistent with graves' basedow disease. Tongue biopsy hyperplastic, inflammatory, and ulcerated squamous mucosa. Absence of dysplasia and malignancy. Batch no.d46955, production date: 2015-01-12,expiration date: 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report